Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 2067l radio frequency programmer head. (B)(6). (B)(4).

Event description:
It was reported that while attempting interrogation, the programmer was unable to recognize implantable heart devices. The programmer head was changed out but this did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that while attempting interrogation, the programmer was unable to recognize implantable heart devices. The programmer head was changed out but this did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed intermittent interrogation, even with a known good radio (rf) frequency programmer head. Loose rf and electrocardiogram (ECG) connectors were found on the link electronic module (lem) board, which was replaced and calibrated. Analysis also found that the display lowered by itself in some positions and the lower left and lower right hinges were replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.